Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent suturing of uterine ligament for uterine prolapse procedure in 2004 and suture was used. In 2006, the patient experienced urinary tract bleeding. Upon urological consultation and cystoscope, something resembling the product was found jutting out and had remained in the bladder. The product was extracted. No additional information was provided.